Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomie coelio event description: poor hold of clips on tissues, clips that cross and fall within the surgical site. We received a unit from lot 1512438 instead of lot 1509347. This is a mistake on the part of the pharmacist. An fei was written in june by the surgeon (name redacted) without keeping the equipment and specifying the batch number 1509347. The pharmacist therefore asked to keep a clamp for a future incident, and this is the one we received. Type of intervention: unknown patient status: patient is fine.

Manufacturer narrative:
The event unit and two (2) clips were returned to applied medical for evaluation. Visual inspection of returned clips confirmed that both clips were incompletely closed. Functional testing was performed where all clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: cholecystectomie coelio. Event description: poor hold of clips on tissues, clips that cross and fall within the surgical site. We received a unit from lot 1512438 instead of lot 1509347. This is a mistake on the part of the pharmacist. An fei was written in june by the surgeon (name redacted) without keeping the equipment and specifying the batch number 1509347. The pharmacist therefore asked to keep a clamp for a future incident, and this is the one we received. Additional information received from customer via e-mail on 30sep24: surgeon's name redacted and name redacted have already encountered the 2 cases. They do not know how to tell me what state the clips were in in this case (either misaligned or scissored). Type of intervention: unknown. Patient status: patient is fine.